Event description:
It was reported that left hip revision surgery was performed. Physical injuries, pain, significantly elevated metal levels, metallosis, pseudotumour, swelling, inflammation, lack of mobility, bone, weight and hair loss, skin problems and vision change reported.